Event description:
Analysis of the generator was completed on(B)(6) 2014. The device performed according to functional specifications. Analysis in the (B)(6) concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant her generator. The patient¿s device was reportedly causing the patient to have disruptive, challenging behavior. The explanted generator has been returned to the manufacturer where analysis is currently underway.